Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the stenoscope system is slow to boot up and intermittently had a blank monitor prior to a case. No patient injury was reported.